Event description:
The lay reporter/wife contacted lifescan in 01/2006 alleging that her husband's meter powers off during use. In the evening of two days earlier the pt felt nausea. He tried to test his blood glucose; however, the meter powered off during use. Due to his symtpoms, his wife contacted emergency services. Emt's arrived and tested the pt's blood glucose on their meter and rec'd a 45 mg/dl. The pt was given juice and was taken to the hosp where he was admitted till 2 days later. The diagnosis was hypoglycemia. The pt was able to obtain blood glucose readings the morning of the incident; however, does not recall the readings. The pt has had the meter for two years. Customer care agent (cca) sent the pt a replacement meter. The complaint is being reported since the pt was unable to obtain a reading and was treated for hypoglycemia by a medical professional.